Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on (B)(6) 2010 and that it had performed to specification up to (B)(6) 2013. On (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. On (B)(6) 2014 information from history log shows an increase in voltage which suggests that a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests up to (B)(6) 2015. Between (B)(6) 2015 the device records multiple manual power ons mainly under 1 minutes duration. The pad-pak was removed. On (B)(6) 2015 the pad-pak was reinstalled and the device records an auto self-test. On (B)(6) 2015 the device records a manual self-test of nonsensical duration. The pad-pak was removed. On the 11th october 2017 the pad-pak was reinstalled and the device records an auto self-test. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.